Event description:
The report we rec'd from the affiliate indicated that the physician tried to re-shape the curve of atw and found that the tip and shaft connection was not tight. Consequently, the physician decided to return the prod. Add'l info rec'd indicated that the wire was removed from the dispensing tube by pulling from its end, the device was handled under the standard procedures and there were no other attempts to re-shape the tip of the wire. There were no other problems noticed on the device.

Manufacturer narrative:
The prod is available for eval; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.